Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary - (B)(4) - the lead was returned and analyzed. Analysis revealed that there was blood on the distal end of the electrode. The lead conductor was distorted/pulled/stretched. There was apparent implant damage. The lead helix was distorted and compressed.

Event description:
It was reported that there was an infection. It was further reported that during the implant attempt of the right ventricular lead,the implanter attempted to force the lead through a kinked introducer and the helix would not deploy. The attempted lead was removed and replaced. No further patient complications have been reported as a result of this event.

Event description:
It was reported that during the implant attempt of the right ventricular lead, the implanter attempted to force the lead through a kinked introducer and the helix would not deploy. The attempted lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).